Manufacturer narrative:
Qc and calibration were passing at the time of the event. The customer determined that the questionable results were due to the patient samples. The investigation determined that there was no product issue.

Manufacturer narrative:
The cobas 8000 cobas c 502 module serial numbers are (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable phosphate (inorganic) ver.2 results from the cobas 8000 cobas c 502 module. Patient 1's initial result on (B)(6) 2025 was 6.8 mg/dl. A repeat result on (B)(6) 2025 was 8.3 mg/dl. Another repeat result after a 1:2 dilution was 3 mg/dl. Patient 2's initial result on (B)(6) 2025 was 8.4 mg/dl. A repeat result on (B)(6) 2025 was 8.5 mg/dl. Another repeat result after a 1:2 dilution was 3.4 mg/dl. The customer is unsure which results are correct.